Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported to a regulatory body that the device was explanted due to a malfunction. No further complications were reported/anticipated.